Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion and one curved opening. A microscopic analysis and leak test were performed which identified one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one opening striated in the side anterior assessed as surgical damage and no particles in valve were found of device.

Event description:
Additionally, healthcare professional reported "particles in the valve". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left- side deflation. Device remains implanted.